Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in brazil. Based of the technical investigation report of the follow-up report was created. The pump was visual investigated. No damages could be detected. A flow measurement was performed. All values were within the specification according the technical service manual. The infusion therapy from the customer was simulated. Afterwards a technical safety check (tsc), how it´s describe in the service manual, was performed. During the analysis of the device history, no abnormalities could be found. The complaint could not be confirmed. The investigated device work within our specification. No product deviation could be identified.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). If we get a technical investigation report, a follow-up will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "under infusion/line air /operating unit." Customer information: in accordance with customer:"pump had an error in the infusion, marking a smaller volume than it should have been inflated. Line air not detected by equipment."